Manufacturer narrative:
(B)(4): 510(k) is for initial clearance. Method: internal device memory reviewed.

Event description:
This AED is part of the population for field action, upon the completion of the investigation, it was found to exhibit issue that was subject of action. Action has been recently classified as recall.